Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the se 2240 was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 1 of 3. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up. The tsr advised the hp to cycle power to the machine to clear the alarm. The tsr reviewed proper procedures per the user manual with the hp. The hp confirmed to restart with new supplies. On (B)(6) 2011, product surveillance spoke with the caregiver (cg) who stated no abnormalities were noted with any of the supplies. The cg stated this was an isolated event. The cg also stated that the hp did not have any adverse reactions or require medical intervention.